Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a recent hospitalization due to high blood glucose. A recent cortisone shot had increased her blood glucose. The customer treated via insulin pump therapy and manual insulin injection. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
A follow up call was placed to the customer to obtain hospitalized information, the customer declines to provide, customer states that the event had nothing to do with her pump and she does not want discuss this any further. Closing request as customer does not want to provide details on the hospitalization no other attempts will be made to call customer regarding this matter.